Manufacturer narrative:
Per the user guide: replace the cartridge every 48 hours if using humalog®; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose was 158mg/dl. Reportedly, the customer uses humalog insulin within the cartridge for six days. Tandem's technical support educated customer on cartridge/insulin labeling. Reportedly, the supplies were changed to address the event. Additionally, it was reported that the wake button was difficult to press. During troubleshooting with tandem technical support, customer applied more force and was able to unlock pump using wake button. Customer¿s blood glucose was 158mg/dl.